Manufacturer narrative:
Results: the distal tip of the neuron max 6f 088 long sheath (neuron max) was ovalized. The neuron max and dilator were kinked in multiple locations. Conclusions: evaluation of the returned device confirmed the distal tip was ovalized. This damage may have occurred due to forceful gripping or other forceful handling of the neuron max during insertion into patient anatomy. Further evaluation revealed the neuron max and dilator were kinked. This damage was likely incidental and likely occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, the hospital staff noticed upon advancing into the groin of the patient that the tip of the neuron max was ovalized. The neuron max was therefore removed, and the procedure was completed using a new neuron max. There was no report of an adverse effect to the patient.